Event description:
It was reported that during a replacement procedure, the left ventricular (lv) lead was exhibiting high out of range impedance measurements above 2000 ohms when connected to the replacement cardiac resynchronization therapy defibrillator (crt-d). After several attempts, another cardiac resynchronization therapy defibrillator (crt-d) was attempted but out of range measurements were still exhibited. Connection issues for the attempted left ventricular (lv) lead and the attempted cardiac resynchronization therapy defibrillator (crt-d) were suspected. The physician opted for replacing the lead and the procedure was successfully completed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed, blood/body fluid was noted in the lumen, which is normal for open tip leads. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a replacement procedure, the left ventricular (lv) lead was exhibiting high out of range impedance measurements above 2000 ohms when connected to the replacement cardiac resynchronization therapy defibrillator (crt-d). After several attempts, another cardiac resynchronization therapy defibrillator (crt-d) was attempted but out of range measurements were still exhibited. Connection issues for the attempted left ventricular (lv) lead and the attempted cardiac resynchronization therapy defibrillator (crt-d) were suspected. The physician opted for replacing the lead and the procedure was successfully completed. No adverse patient effects were reported.